Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right ventricular (rv) leadless pacemaker (lp) exhibited no sensing and no capture. Chest x-ray was performed and found the rvlp had dislodged and had migrated to the right femoral vein. The rvlp was explanted and replaced. Patient condition was stable.

Manufacturer narrative:
The reported issue of sensing and capture issue was not confirmed. Visual inspection, longevity assessment, output verification and sensitivity test were normal with no anomalies found.

Manufacturer narrative:
The following statement should have been included in 2017865-2024-68997 h11 - provide narrative data submitted on 31 jan 2025: a device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.